Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. Pacing inhibition and sensing failure was also noted, however, there was no asystole of greater than two seconds as the patient had a good underlying rhythm. An x-ray was taken and the physician suspected that the rv lead had dislodged. No intervention was performed and the patient will continue to be monitored. The rv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.